Manufacturer narrative:
(B)(4). Date sent: 2/7/2025. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? The linx sizing device did the patient have an autoimmune disease? Uc is the patient currently taking steroids / immunosuppressive drugs? Hydrocortisone rectal suppository did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No how severe was the dysphagia/odynophagia before intervention? N/a were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes, recurrent hiatal hernia, previous nissen were there any other contributing factors that led to the removal of the device other than the reported dysphagia? She had recurrent reflux besides the reported dysphagia, what was the reason for removal of the linx device? Recurrent reflux, chest pain, abdominal discomfort was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4) date sent: 12/19/2024. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, significant tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4) date sent 12/9/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to dysphagia and discomfort. No further information was provided to the sales rep.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.